Event description:
The customer reported the system was locking up, getting hot in precharge cap area, and had no fluoro. No pt injury was reported.

Manufacturer narrative:
The service rep found the k2 relay fused closed, freed relay and found defective filament driver. He ordered both parts. He replaced the k2 relay and filament driver pcb calibrated filament, then flashed all nodes to eliminate the intermittent fluoro problem. The service rep tested the system; it functioned normally.